Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after opening the outer packaging of the emboshield nav6 embolic protection system (eps), it was found that the delivery catheter pod was separated from the delivery catheter. This meant that the filter could not be retracted into the dc pod although it was attempted. There was no reported device use or patient involvement. Another emboshield nav6 eps was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported complaint of the device being misassembled during manufacturing was confirmed in the images provided from the account but was not confirmed on the returned unit as the tray was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the reported information, images provided from the account and evaluation of the returned unit, the investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the funnel, but not fully loaded into the dc pod. Further, it may be possible that the user proceeded to pull the delivery catheter out of the tray and the filter and wire tip were pulled beyond the flushing port. The user may have then noted that the filter was not properly loaded and proceeded to push the delivery catheter assembly back into the funnel resulting in the distal tip of the barewire exiting the flushing port, instead of going into the funnel, causing the filter and dc to follow, resulting in what appears to be an improperly assembled device. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.h6: medical device problem codes 1562 and 1316 removed. Medical device problem code 2912 added.

Event description:
Subsequent to the initially filed report, the following information was provided: the device problem was that after opening the packaging of the nav6, it was found that the delivery catheter was not in the loading funnel, and the filtration element could not be loaded in the delivery catheter. No additional information was provided.